Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the plunger was hard to press. Both returned syringes were tested and both plunger rods were able to be exercised in the barrel without any observed defects. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were 2 occurrences of plunger hard to press with a bd syringe¿ 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the plunger was hard to press.